Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they were feeling a pulse sensation that was stronger. The patient noted that it was not like it usually was and was more towards the patient¿s vaginal area than normal, the patient was concerned. The patient stated that they thought they turned the device off. The patient confirmed that stimulation was off and set on program 2. The patient reported that they were usually at 7 and thought that they turned it down to 5 or 6 at the time of report. The patient noted that even with stimulation off they were still getting the pulse sensation. It was indicated that the patient had not had any falls or trauma. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of the strong pulse sensation was determined to be due to the device not being calibrated. They stated that they reset the device, which resolved the strong pulse sensation. No further complications were reported.